Manufacturer narrative:
(B)(4). Initial reporter: address: (B)(6). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a false empty detect and use error of inappropriately bypassing the low drain volume alarm, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, at 23:52:44. During night drain cycle five, the patient's ultrafiltration reading was 1811ml, indicating the home patient (hp) drained 1811ml more than their maximum programmed fill volume of 2000ml. No additional information is available.